Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 but the specific component could not be identified. The upper and lower auxiliary assemblies were replaced as they are known contributors to the reported symptom. System error 322 will occur when the pump transitions from the door open state to the door closed/set - loaded state and the lower link switch does not activate.

Event description:
It was reported that a device was alarming system error 322. It was also reported that there was no patient injury.